Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. To be used when high-level analysis only is completed (the battery cell is not destructively analyzed): this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) after being implanted for almost six years. However, the time from eri to end of life (eol) was less than 90 days. The s-ICD was explanted and a new device successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) after being implanted for almost six years. However, the time from eri to end of life (eol) was less than 90 days. The s-ICD was explanted and a new device successfully replaced. No additional adverse patient effects were reported.